Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. In regards to the reported ¿foreign material was found in the instrument channel port (control section): the legal manufacturer reported that considering the past complaints, it was presumed that endo therapy accessories that were used in procedure, partially broken and remained in the instrument channel port. The details of the accessories are unknown, however; the IFU for accessories states as follows: "never use excessive force to operate the instrument. This could damage the instrument." In addition, the cause of the reported ¿insufficient or incorrect reprocessed device was used on the next procedure¿ also could not be conclusively determined because the user did not respond to the sales business office (sbc). However, it was presumed that the reprocessing staff may not have been trained adequately on device handling or reprocessing. Attempts have been made to collect additional information, but the customer has been unresponsive. The legal manufacturer confirmed via DHR review that the device was shipped out, satisfying specifications.

Event description:
The service center was informed during reprocessing, a foreign material was existing the scope¿s air/water nozzle. The customer reported resistance was met when the cleaning brush was introduced into the suction port leading to instrument channel. There was no patient injury reported.

Manufacturer narrative:
The scope was returned to the service center for evaluation. The customer¿s complaint of "resistance is met when cleaning brush is introduced in the suction port leading to instrument channel¿ was confirmed. A foreign object was found in the biopsy port mouthpiece. The foreign object was removed and the test forceps and brush pass without issue. A boroscope was used to determine that normal wear and tear, which does not require repair at this time, is in the instrument channel. No leaks detected in the instrument channel after the foreign material object. The evaluation also identified a cut in switch #1 rubber and a low angulation. These repairs are from wear and tear and/or disinfection and sterilization (cds) reprocessing stress. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.